Event description:
A medwatch report was received with the following event description: pt had code called for heart rhythm change to 3rd degree heart block, and deteriorating status. Attempts were made to externally pace the pt. It was noted during the code that no conduction from defibrillator/external pacer was delivered to the pt. Pt's rhythm quickly deteriorated to ventricular fibrillation from which the pt never recovered, although advanced cardiac life support protocols were followed.